Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dirt was found on the bd insyte¿ autoguard¿ bc shielded IV catheter hub. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about dirt found onto the hub."

Event description:
It was reported that dirt was found on the bd insyte¿ autoguard¿ bc shielded IV catheter hub. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about dirt found onto the hub.".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and four photos. During the visual/microscopic examination it was observed that black specks were embedded within the pink adapter confirming the reported defect. The material was determined to be a non-foreign, burnt particulate resin. The observed defect does not affect fit, form, or function of the product. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup; however, one lot can sometimes take up to ten days to produce and buildup can occur. A device history record review showed no non-conformances associated with this issue during the production of this batch.